Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during lens exchange, an ophthalmic forceps tip broke off into the eye and the prong was removed with no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there is one additional complaint associated with it but the lot number did not exceed the threshold. The sample was received in a zip-lock bag alongside with the tyvek lid foil. The inner and outer blister, which offer protection to the instrument during shipment, were not used. The sample evidently shows macroscopic signs of damage, namely that both of the forceps arms are broken off and the longer one of the stubs, that was protruding from the metal tube, was bent to the side at a 90° angle. Additionally, the metal tube is bent as well. The level of damage in combination with the insufficient instrument protection during shipment suggest that at least some of it was caused during the transport from the complainant to the investigation site. At this point in time, it is not possible anymore to discern between the damage seen by the complainant and the damaged caused during shipment. The sample was visually inspected with the aid of a photomicroscope under various magnifications. The fractured surface on the stubs do not show any abnormalities that would indicate a root cause for the breakage. The situation in which the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. As the sample does show the reported issue, the customer¿s complaint is confirmed, but the root cause cannot be identified by this investigation. It cannot be determined how or where the damage to the sample occurred. Therefore, the root cause for the customer's reported event could not be determined. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, indicated that scheduled procedure as posterior vitrectomy with intraocular lens implant.